Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black. A field service engineer isolated the issue to main drawer 2.1/2.2. Using a meter, it was verified that the 2.1 drawer controller was defective, and the drawer controller was replaced, and the pyxibus cable, retractor band cable, and row board cable were inspected and reseated. Diagnostics were run to verify that the drawer functioned properly. The customer successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station screen was black and not communicating. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from another station. However, there were no adverse events or injuries reported based on this event.